Event description:
It was reported the right atrial and ventricular leads were dislodged. The right atrial lead was removed and replaced. The right ventricular lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix mechanism. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, there was apparent explant damage and the lead was stretched.